Manufacturer narrative:
(B)(4).

Event description:
It was reported that the vessel perforation occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel shunt. Vascular access was obtained through the vein side. A non bsc guidewire was advanced to the target lesion. A 6.00mm / 2.0cm / 50cm 2cm peripheral cutting balloon was then delivered to the lesion. Dilatation was performed at 6 atm; however, during angiography, it was noted that the vessel was perforated. The device was removed from the patient and a non bsc balloon catheter was delivered to the perforated vessel to perform dilatation. Pressure was then applied on the lesion from the outside to obtain hemostasis. Following hemostasis, the physician attempted to use the pcb 2 cm again, however it was noted that the balloon was ruptured. Angiography was performed and confirmed that blood flow was restored. The procedure was completed with another device. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. Balloon profile: the returned device was attached to an inflation device. Positive pressure was applied when liquid was observed to leaking from a pinhole at 2 mm proximal to the proximal end of the distal markerband. An examination of the balloon material and markerbands identified no issues. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. Shaft profile: no kinks or damage were noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the vessel perforation occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel shunt. Vascular access was obtained through the vein side. A non bsc guidewire was advanced to the target lesion. A 6.00mm / 2.0cm / 50cm 2cm peripheral cutting balloon&#10263;as then delivered to the lesion. Dilatation was performed at 6 atm; however, during angiography, it was noted that the vessel was perforated. The device was removed from the patient and a non bsc balloon catheter was delivered to the perforated vessel to perform dilatation. Pressure was then applied on the lesion from the outside to obtain hemostasis. Following hemostasis, the physician attempted to use the pcb 2 cm again, however it was noted that the balloon was ruptured. Angiography was performed and confirmed that blood flow was restored. The procedure was completed with another device. No further patient complications were reported.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that vessel dissection and not perforation occurred. The physician commented that the size of the device was big. The cause of the dissection was unknown. The lesion's diameter was 5 to 6mm, 2cm in length and was calcified.